Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02773. The patient received three percutaneous leads (from two separate lots) as part of her scs system. It was reported the patient had ineffective stimulation coverage. The physician performed surgery on (B)(6) 2012 and added a second scs system to address the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.